Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had to be reoperated on when at the reanimation unit and was already extubated. During the night, there was hemorrhaging. When being reoperated on, they observed that one of the clips in the mammary artery had become loose causing the bleeding. The re-operation was 10 hours later. In order to solve the problem, they placed another clip. The patient had cardiac arrest. The patient's health has deteriorated very much and there has been neurological damage.